Manufacturer narrative:
The investigation is ongoing. This report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2022-06238. The valve remains implanted in the patient.

Event description:
Upon review of medical records, 1 day post operative of a 29mm sapien 3 valve-in-valve procedure in the mitral position, an echo (tte) revealed that one of the transcatheter mitral valves embolized into the left atrium. The other mitral sapien 3 valve remained in place. There is severe mitral regurgitation and a mean gradient of 8mmhg. During the initial deployment of a 29mm sapien 3 valve in the mitral position via transseptal, the valve was deployed too low resulting in moderate paravalvular leak (pvl). A second valve was deployed and trace pvl was noted. There was no harm to the patient. The patient was stable and was transferred for post management care. Additional medical records were received; post procedure indicated a new atrial fibrillation. At 1-day post-operative echo (tte) notable for embolization of the tmvr in the atria, mitral gradient 22mmhg pre procedure to 8mmhg with mild to moderate mr (pvl unchanged from prior). On pod 1, valve embolized into the left atrium (la) despite aggressive inflations/valve deployment pressures (volume 33 + 8cc inflation). The plan is for a possible open surgery for valve explanation. The patient is high risk for surgery for hemorrhage or death. The patient is aware that the (tmvr procedure) was a salvage, off label procedure to begin with. The decision was made to observe and conservative therapy with no surgery. Plan for anticoagulation to mitigate risk of valve related thrombosis. There is mild to moderate mr in systole continues to push the valve upward and will likely prevent wedging of the valve into the mv orifice. This is similar to la myxoma. The patient was discharged home at 1 day post operative. At 4 days post procedure the patient presented ill-appearing and tachypneic. A right upper extremity with possible hematoma versus pseudoaneurysm was noted. The patient is not a surgical candidate. Troponins are elevated and hyperkalemia is noted. The patient is not a surgical candidate and supportive management, and observation was elected for the 'free floating mv', at least until patient improves significantly. Since discharge, the patient clinically deteriorated and felt weaker every day. There is a persistent cough and no fever. The patient says, 'tired of being sick and is mentally ready that he may pass soon'. The patient does not want intubation or chest compressions and would like to talk to the palliative care team. The patient will be ok with comfort care and was discharged to hospice in unstable condition. Of note, approximately 24 days post transcatheter mitral valve replacement (tmvr) the patient was discovered unresponsive, and the patient expired. The cause of death is unknown.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions) and h10 to reflect device evaluation. The 29mm sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review was performed and did not reveal any manufacturing non-conformances that would have contributed to the event. It should be noted that the thv was implanted in native mitral position with severe mitral calcification (mac). The sapien 3 (s3) with the commander delivery system was only indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, native mitral valve with an annuloplasty ring replacement at the time of original implantation. Therefore, this was off-label operation. The IFU in this section is for tf (transfemoral) procedure in aortic/mitral position and was reviewed for relevant guidance for an s3 implant using a commander delivery system. The commander delivery system with s3/s3u IFU and procedural training manual was reviewed for guidance and instructions. The IFU provides inductions for implant of a sapien 3 valve. The edwards sapien 3 and sapien 3 ultra transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis. The edwards sapien 3 and sapien 3 ultra transcatheter heart valve system is indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), arrhythmias are a potential adverse event associated with thv valve replacement. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure or can be a progression of the patient's disease at some point in the post-operative period. According to the literature review, and as documented in edwards clinical technical summary for atrial fibrillation, 'despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current thv patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in-depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. The complaint for thv embolized into atrium was confirmed based on medical report. A review of DHR did not identify any manufacturing non-conformances that would have contributed to the complaint event. Furthermore, reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in native mitral annulus with severe mitral calcification (mac), which is not an indicated use of the device. Therefore, this was off-label operation. As reported, 'upon medical review, a one-day echo (tte) revealed a bioprosthetic aortic valve with normal function. In addition, it is likely one of the tmvr valves has embolized into the left atrium while the other tmvr remains in place.' Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, it is likely that the thv was not properly secured against native mitral annulus, which could have caused it to detach and embolize into atrium. Available information suggests that procedural factors (off-label operation) may have contributed to this complaint event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during the evaluation. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.